Event description:
Background: (B)(6) 2025 @ 1209 - 68-year-old. Caucasian male admitted for scheduled coronary angiogram to evaluate for obstructive coronary artery disease (cad) due to unstable angina and elevated coronary artery calcium score. O severe lcx disease s/p pci with des x 1. O retained ivus catheter tip in very distal lcx. Difficulty with us given the calcification and significant tortuosity. Distal marker band of the us catheter fractured from the device after the final run (approximately 4 mm). Wire used to push the material further down as the vessel became severely tortuous at this point. Final images demonstrate it is in the distal obtuse marginal. It was not felt that snare attempt at removal would be useful given its distal location and the significant tortuosity. Patient monitored for recurrent cerebral palsy (cp). Reported improved symptoms. Discontinued (d/c) to home on (B)(6) 2025 with no complications.